Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B71770) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy and essure coil removal, diagnostic hysteroscopic polypectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia and uterine haemorrhage to be related to essure. The reporter commented: left -2, right side-3 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B71770) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy and essure coil removal, diagnostic hysteroscopic polypectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia and uterine haemorrhage to be related to essure. The reporter commented: left -2, right side-3 trailing coils. Most recent follow-up information incorporated above includes: on 1-jul-2020: medical record received: event "medical device removal" replaced with "abnormal uterine bleeding" concomitant condition,lot number, reporter added. Essure insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.